Manufacturer narrative:
There were no allegations against the returned ipg, the event details stated the ipg was an elective replacement. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The returned ipg header assembly and case did not reveal any discrepancies, and the as-received device was in service app. The universal engineering programmer (uep) data showed the por occurred during the explant procedure. There is sufficient information in the clinicians manual regarding use of electrosurgical devices in the vicinity of the ipg.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads were fractured. The patient had a fall. Surgical intervention was undertaken, and the leads were explanted and replaced. The ipg was replaced for an unknown reason.